Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 4 years and 5 months post implant of this 29mm aortic bioprosthetic valve, a replacement bi-ventricular defibrillator was implanted. The reason for the bi-ventricular defibrillator was reported as complete heart block (chb) and cardiomyopathy. No additional adverse patient effects were reported.